Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient¿s uncle reported that on (B)(6), 2026, the patient presented to the emergency room at (B)(6) in palestine with hyperglycemia. During this event, the patient¿s blood glucose level reportedly reached 492 mg/dl while wearing the pod for approximately 24 to 36 hours. It was reported that the pod had leaked insulin, resulting in insufficient insulin delivery and subsequently elevated glucose levels. The patient experienced symptoms including high blood glucose and stomachache. The patient was treated with manual insulin injections administered via an insulin pen. Urine and abdominal diagnostic tests were also reportedly performed. The patient was released the same day after receiving approximately 4 hours of medical care. A new pod was reportedly applied. The pods were reportedly purchased in israel, although the incident occurred in palestine.